Event description:
A 28mm amplatzer septal occluder was mounted on the delivery system and placed into the defect. On testing by gentle pushing and pulling, it was noted that residual leakage occurred as observed by tee. An attempt was made to withdraw the right atrial disc of the device into the delivery system but the disc became detached and the occluder then lodged in the right ventricle.